Event description:
In 2008 I had essure implanted as permanent sterilization. (B)(6) 2012 began experiencing heavy vaginal bleeding, clotting along with excruciating lower back and abdominal pain. By (B)(6) 2012 lower back and abdominal pain became debilitating at times and the vaginal bleeding became excessive. I have also experienced some hair loss and weight gain in the process. Ultrasound in (B)(6) 2012 revealed one of the three essure coils embedded into my uterine wall, not it's original location. The most recent issue with essure has caused vaginal bleeding since (B)(6), 2014 through today's posting, non-stop. Due to loss of job and insurance in 2012 unable to afford to have coils removed. Now that new insurance is in place, hysterectomy is scheduled for (B)(6) 2014.